Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly stopped working. The customer has cancelled the evaluation of the device and will not be returning the device to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a ventilator stopped working. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.